Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system had an issue where the user selected wrong medication when trying to issue medication lorazepam, and the device was stuck on unresponsive screen. A technical support specialist (tss) instructed the customer on how to add key item to get medication out of refrigerator. The system functioned as intended after the technical support specialist guided customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user selected the wrong medication while attempting to issue a medication, and the system became stuck on the screen. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.